Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel rupture).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a distal aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. Prior to the endoprosthesis implanted, a right axillo-left common carotid-left axillary artery bypass was created, and the left subclavian artery was embolized with vascular plugs. A 24-fr gore® dryseal flex introducer sheath (dsf2433/(B)(4)) was advanced from the left side, and the endoprosthesis was deployed just below the brachiocephalic artery through the sheath. Upon withdrawal of the 24-fr sheath, the patient¿s blood pressure suddenly dropped. An angiography was run, confirming a rupture in the left external iliac artery. It was reported that resistance was not met while the 24-fr sheath was being advanced. Two endoprostheses were implanted from the left common iliac to the left external iliac arteries to repair the rupture. The patient tolerated the procedure without further problems.

Manufacturer narrative:
Describe event or problem. Updated the event description..

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a distal aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. Prior to the endoprosthesis implanted, a right axillo-left common carotid-left axillary artery bypass was created, and the left subclavian artery was embolized with vascular plugs. A 24-fr gore® dryseal flex introducer sheath (dsf2433/18229926) was advanced from the left side, and the endoprosthesis was deployed just below the brachiocephalic artery through the sheath. Upon withdrawal of the 24-fr sheath, the patient¿s blood pressure suddenly dropped. An angiography was run, confirming a rupture in the left external iliac artery. It was reported that vessel diameters in the left external iliac artery were 7.0mm ¿ 8.1mm but the physician did not feel resistance while manipulating the sheath. Two endoprostheses were implanted from the left common iliac to the left external iliac arteries to repair the rupture. The patient tolerated the procedure without further problems.